Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, line a of the device was programmed to deliver adrenaline 1mg/24ml, at a rate of 0.9ml/hr, for a duration of 24 hours, and the delivery was started. After an unspecified length of time, the nurse noted the patient was hypotensive. No specific blood pressure values were reported. At that time, the nurse noted that approximately 10cm past the cassette in the tubing distal to the device, there were seven solid air segments that measured 2cm in length, with no device alarm. No medical interventions were required. Though requested, no additional information was provided, including if air was delivered to the patient and if the device was removed from clinical service and therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.